Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 60mm, 135cm ranger balloon catheter was advanced for dilation. During first inflation, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.